Manufacturer narrative:
(B)(4). Additional devices included in this report: pxc161200/06240887 UDI:(B)(4); pxc181400/05981997 UDI:(B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement.

Event description:
On (B)(6) 2009, the patient was treated for an abdominal aortic aneurysm with the gore® excluder® aaa endoprosthesis. Follow up imaging revealed aneurysm growth of up to 10mm. It is unknown if the physician is planning a reintervention. Images were returned to gore for evaluation, and based on the images supplied there appears to be a type ii endoleak.